Event description:
It was reported to philips that the device was broken. Upon further follow up, it was confirmed that the device was not broken but needed to have nibp calibrated. The device displayed a message during operational testing that the nibp calibration was overdue. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was broken. There was no patient involvement.